Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 0004292717 was reviewed and the product was produced according to product specifications. All information reasonably known as of 30 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 2028807-2024-00034 for the first report refer to 2028807-2024-00054 for the third report. It was reported, the flex connector separated from the breathing circuit, as it heated, in the middle of the case; they had to find the connection issue during the case and reattach it. There was no reported injury.

Manufacturer narrative:
The device history record for lot 0004292717 was reviewed and the product was produced according to product specifications. A representative sample was returned by the customer for evaluation, during set up, two of the connectors fell out; during testing the connection force was found to be below specification. In addition to testing, the drawings were inspected and it was determined the connector, on the returned product, did not have the retaining ring, which resulted in a poor connection force between the connectors and the flex tube. The reported event could be confirmed as reported; the root cause was traced to the manufacturing process. All information reasonably known as of 07 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 2028807-2024-00034 for the first report. Refer to 2028807-2024-00054 for the third report. It was reported, the flex connector separated from the breathing circuit, as it heated, in the middle of the case; they had to find the connection issue during the case and reattach it. There was no reported injury.